Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery (rca) with mild tortuosity and moderate calcification that was 99% stenosed. A distal edge dissection occurred after a 3.5 x 18 mm xience prime rx drug eluting stent was implanted at 16 atmospheres. Another xience prime stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.